Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was noted at 24.0 to 28.0 cm from the electrode tip. The two svc conductors were externalized. (B)(6); no complaint was received with return of the device. Failure (event) observed during analysis.